Event description:
An aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's vessels were reported to have severe thrombus. It was reported approx 37 months post stent graft implant, the aneurysm had progressed up to the renal arteries due to disease progression. The physician elected to convert the pt to an open surgical repair however after the pt was surgically opened the physician elected to leave the stent graft in place. The stent graft was well incorporated in the pt's vessels. The physician sewed a tube graft to the aneurx stent graft. No clinical sequelae were reported and the pt is fine.